Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had unresponsive esc and act buttons due to unlocked lcd keypad connector. Unable to perform operating currents, self test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify low battery alarm due to unresponsive button. The insulin pump had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.

Event description:
Customer reported that the buttons on the insulin pump are stuck. Customer stated that for the last two weeks, he has been getting low battery alerts. He has changed the battery 7 times during that period. He could not clear the last low battery alert and noticed the buttons are sticking; the escape button is not responding. Blood glucose value is 162 mg/dl. Nothing further reported.